Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noisy image, the image has linear scratches and error code e216 (scope communication) was displayed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of no image, noisy image, the image has linear scratches and error code e216 (scope communication) was due to damage on ccd (charged coupled device) unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the gastrointestinal videoscope exhibited no image. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.